Manufacturer narrative:
The bronchovideoscope was cultured, but there was no growth. The scope was not ethylene oxide (eto) sterilized. Non-olympus detergents were used on the endoscope. The minimum effective concentration is being checked after each cycle in the automated endoscope reprocessor (aer). The aer used is non-olympus. The endoscope channel is being brushed during manual cleaning with a single use brush. Pre-cleaning is performed immediately after a procedure. The endoscope is stored in a non-olympus endoscope drying cabinet. An olympus endoscopy support specialist (ess) visited the customer site on (B)(6) 2024. Based on the observation summary report from the ess, there were no reprocessing deviations observed during the on-site visit. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. Related complaints by tracking number: MFR # (B)(4) (olympus # (B)(6)), MFR # tbd (olympus # (B)(6)), and MFR # tbd (olympus # (B)(6)).

Event description:
It was reported a patient developed infection with pantoea spp. After use of a bronchovideoscope. The infection was verified with two positive cultures for pantoea via bronchial wash and lung culture via endobronchial ultrasound bronchoscopy (ebus). The facility cultured the bronchovideoscope, but there was no growth and no microorganisms detected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: test started date: (B)(6) 2024. Sampling from: instrument/suction channel. Cfu: unspecified. Bacterial identification: staphylococcus hominis. The device was evaluated by olympus and no abnormalities were found that could have led to the positive culture. The device was not cultured after each patient's procedure, but only cultured once, the day the device was sent for evaluation, with the results being negative. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were initially reported through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, growth of microorganisms were found. It is possible cross-contamination of the bronchoscope occurred in the reprocessing space. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.